Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. Unit had broken belt clip slot, cracked battery tube threads, reservoir tube lip, reservoir tube, case window display corner, scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was not performed. The device was returned for analysis.